Event description:
As reported, approximately 1 month and 2 days post the initial right rtsa, the patient dislocated. The surgeon was able to perform a closed reduction, however, the patient's shoulder was very unstable and could be dislocated, so the surgeon chose to revise some components. He swapped the sphere to an expanded and went up on the stem. He replaced the tray, liner, locking screw and torque screw. There was no reported breakage of a device, and a >45 minute delay to the original planned surgery due to the revision. The patient did not experience any adverse events as a result. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 321-52-07 - 3.2mm drill bit sterile a431071 300-30-07 - equinoxe preserve stem 7mm a662565 321-52-09 - 3.2mm k-wire, trocar tip a756438 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm b000668 322-38-00 - 145-deg pe 38mm hum liner +0 b036837 322-10-00 - humeral adapter tray, +0 b061050 320-06-38 - glenosphere 38mm b067151 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm b073478 320-20-00 - eq reverse torque defining screw kit b077426 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm b085703 320-15-01 - eq rev glenoid plate b106355 320-15-05 - eq rev locking screw b150145 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s541187.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. H3: the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.